Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent breast augmentation revision with a mentor smooth round moderate profile 425cc saline prosthesis and experienced a deflation post procedure. At the time of this report, mentor has received no information regarding explant date; however, a future unilateral replacement is indicated.

Manufacturer narrative:
Additional information was received on 2/19/2018. The patient had unilateral prosthesis replacement with a mentor smooth round moderate profile 425cc saline prosthesis on (B)(6) 2018. The prosthesis was inflated to 450cc during the operation. Additionally, a seroma around the deflated implant was also noted during the replacement surgery. No procedural complications were noted. The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted.

Manufacturer narrative:
In the supplemental report submitted 3/15/2018, it was mistakenly omitted that the patient also suffered slight capsular contracture, requiring a minor capsulotomy during the replacement procedure. Mentor became aware of this omission on 4/23/2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The failure analysis lab completed the investigation of the returned device on 5/22/2018. Device evaluation summary: it was reported that a (B)(6)-year-old female patient underwent breast augmentation revision with a mentor smooth round moderate profile 425cc saline prosthesis and experienced a deflation post procedure. Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.1 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Breast implants are not considered lifetime devices and deflation, capsular contracture, and seroma are known complications associated with these devices and are referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).